Event description:
The customer reported a decrease in fiber vaporization efficiency at 22,911 joules during a prostate procedure. The case was completed with a second fiber. The pt outcome was reported as "okay".

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of a decrease in fiber vaporization efficiency, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off. Based on the analysis findings, the fiber condition could result in a forward firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The components fiber and cap refers to the results thermal problem.